Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead undersensed a beat noted on a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. It was also reported that there were rising thresholds on the left ventricular (lv) lead. The rv lead and the lv lead remain in use. No patient complications have been reported as a result of this event.